Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer consumed carbohydrates to address low bg. Initially customer alleged that the pump delivered 25 units of insulin with being initiated by the customer. Tandem technical support review t:connect data and determined that the customer inadvertently entered blood glucose (bg) level in the carbohydrate field when requesting a bolus. Customer continued using the pump for insulin therapy.